Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and pump error 35 alarm noted in the insulin pump history due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, and cracked keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on screen. Customer stated that the insulin pump did received broken force sensor alarm before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.